Event description:
It was reported that the patient had phrenic nerve stimulation and loss of capture with the left ventricular (lv) lead in all three pacing vectors. The lead was inactivated and replaced. It was also reported that the right ventricular lead impedance was trending upward. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. All conductors were distorted and there was blood/body fluid (not obstructed) on the distal conductor. The outer insulation was melted and had cosmetic environmental stress cracking. There was apparent explant damage. (B)(4): the full lead was returned and analyzed with no anomalies found. The defib conductor was distorted, there was cosmetic environmental stress cracking on the outer tubing overlay, and there was also environmental stress cracking with a non-electrical breach on the outer tubing. There was blood in/on the helix mechanism and apparent explant damage. (B)(4) full lead.